Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported the thermogard xp ivtm console (sn: (B)(4)) displayed an air trap message. The customer was not able to clear the message. During a follow-up with the customer, the reporter was unable to specify if the issue occurred during shift check or during use on a patient. There is no known patient consequences reported.

Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The thermogard ivtm console was evaluated at the customer site by the customer's biomed technician. According to the biomed technician, the root cause of the issue was due to a faulty air trap block. Per zoll service technician, the biomed technician replaced the air trap block. The customer has retained all service records on the console. There were no additional information provided. Subsequent to the replacement, there were no further errors reported. The thermogard ivtm console is a reusable device and was manufactured in 2013. Therefore, this type of issue with the air trap block is characteristic of normal wear and tear for the life of the device. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for the thermogard ivtm console with serial number (B)(4).